Event description:
It was reported that a patient underwent a primary ventral hernia repair procedure in 2008. Post-operatively in 2009, the patient indicated in the carolinas comfort scale questionaire having disabling symptoms while coughing and deep breathing laying of pain and sensation of mesh. The patient has pain at the transfascial fixation suture sites immediately lateral to her seroma on both sides and at the 5 mm port sites on the right side of the abdomen. Most of the patient's pain is at the 5 mm port sites. The patient also complains of burning suprapubic pain. The patient had taken nonsteroidal anti-inflammatory medication for two weeks with no significant pain relief. The surgeon opines that it is not clear why the patient has pain at the 5 mm trocar sites which were not closed at the fascial level. A urine analysis with culture and sensitivity was performed due to the burning suprapubic pain. The patient has taken ibuprofen 800 mg every five to six hours, neurontin, and hydrocodone for pain related to the hernia repair.

Manufacturer narrative:
Date sent to the FDA: 04/01/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.